Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20's mg/dl. Reportedly the customer went to the hospital. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.